Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was being performed with a 40mm watchman flx pro laa closure device and delivery system. Two deployments occurred, but each time the closure device was pinched at the waist. A third deployment was made more proximal, but then the patient's blood pressure dropped and they became unresponsive. Cardiopulmonary resuscitation (CPR) was initiated. Epinephrine and levothyroxine were started. A pericardial effusion with tamponade was noted on transthoracic echocardiogram and pericardiocentesis was performed. Blood transfusion was also performed. The physician consulted with the patient's family and the decision was made for open heart surgery. A contrast shot of the laa confirmed a tear of the laa and surgery was performed with the closure device removed. Post procedure in the cardiovascular recovery unit (cvru), the patient passed away. It was further reported the patient arrived on 8 micrograms of norepinephrine to the cvru. Within 5 to 10 minutes of arrival, the patient suddenly lost his pulse and developed vf arrest. He was in a paced rhythm. He underwent multiple rounds of CPR, multiple rounds of epinephrine, bicarbonate, and calcium without effect. Defibrillation was tried without effect. The patient was rapidly being infused with albumin plasma and packed red blood cells during and throughout the code. Unfortunately, it was not successful after 32 minutes of CPR and the patient was pronounced dead at that time.

Manufacturer narrative:
Media from the clinical procedure was provided to boston scientific (bsc) and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded that the sheath was in the pericardium unintentionally before deployment.

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was being performed with a 40mm watchman flx pro laa closure device and delivery system. Two deployments occurred, but each time the closure device was pinched at the waist. A third deployment was made more proximal, but then the patient's blood pressure dropped and they became unresponsive. Cardiopulmonary resuscitation (CPR) was initiated. Epinephrine and levothyroxine were started. A pericardial effusion with tamponade was noted on transthoracic echocardiogram and pericardiocentesis was performed. Blood transfusion was also performed. The physician consulted with the patient's family and the decision was made for open heart surgery. A contrast shot of the laa confirmed a tear of the laa and surgery was performed with the closure device removed. Post procedure in the cardiovascular recovery unit (cvru), the patient passed away. It was further reported the patient arrived on 8 micrograms of norepinephrine to the cvru. Within 5 to 10 minutes of arrival, the patient suddenly lost his pulse and developed vf arrest. He was in a paced rhythm. He underwent multiple rounds of CPR, multiple rounds of epinephrine, bicarbonate, and calcium without effect. Defibrillation was tried without effect. The patient was rapidly being infused with albumin plasma and packed red blood cells during and throughout the code. Unfortunately, it was not successful after 32 minutes of CPR and the patient was pronounced dead at that time.

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was being performed with a 40mm watchman flx pro laa closure device and delivery system. Two deployments occurred, but each time the closure device was pinched at the waist. A third deployment was made more proximal, but then the patient's blood pressure dropped, and they became unresponsive. Cardiopulmonary resuscitation (CPR) was initiated. Epinephrine and levothyroxine were started. A pericardial effusion with tamponade was noted on transthoracic echocardiogram and pericardiocentesis was performed. Blood transfusion was also performed. The physician consulted with the patient's family and the decision was made for open heart surgery. A contrast shot of the laa confirmed a tear of the laa and surgery was performed with the closure device removed. Post procedure in the cardiovascular recovery unit (cvru), the patient passed away.